Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that during the one day post implant assessment, high thresholds contributing to capture loss were exhibited on this right ventricular lead. X-ray imaging confirmed no lead fracture but rather a product dislodgement. During surgical intervention, the lead tip was unable to be re secured and thus was abandoned and replaced. A new lead was implanted in absence of any adverse patient effects.